Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water temperature stays around 46.5 degree c, even after attempting calibration. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was faulty pcb board with signs of fluid spillage and corrosion. The downstream/upstream occlusion seal was replaced. The potential repair costs, the unit may qualify as ber (beyond economical repair).